Manufacturer narrative:
A device inspection was not possible since the affected device was not returned and no other evidences (such as x-rays) for the current situation were provided for investigation. Post market safety (pms) data request was performed: no product field action (pfa) records or recall could be found for the given catalog numbers and lot numbers. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
It was reported by the patient that they are experiencing soreness and pain. Additionally, the patient wants to know if their implants were part of any recall.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text: device remains implanted in patient.

Event description:
It was reported by the patient that they are experiencing soreness and pain. Additionally, the patient wants to know if their implants were part of any recall.